Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic console had poor aspiration during ultrasound mode. The procedure was completed by replacing the ultrasound tip. There was no patient impact. The ultrasound tip is likely to be reused. Additional information cannot be obtained as the reporter is unwilling for further follow up.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative confirmed and replicated the reported event. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened but it was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).